Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the ruptured chords. It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr), a pressure gradient of 3 mmhg, a dilated left atrium, a deep indentation between p2-p3, and a restricted posterior leaflet. A mitraclip xtw was successfully implanted, and the pressure gradient was 5-6 mmhg. The physician was satisfied with gradient and proceeded to prepare a second clip to further reduce the mr. During placement of a mitraclip nt (20216r137), it was noticed that the chords were broken. The ruptured chordae were noticed after a failed independent gripper actuation capture of the posterior leaflet. The difficulties capturing were in relation to the indentation and the transseptal puncture being mid- and slightly anterior, which was due to a thickened septum. The mr went from a grade of 2-3 back to 4+. The clip was moved slightly more medial, and the leaflets were grasped; however, the gradient rose to 10 mmhg. It was decided to removed the clip and the pressure gradient returned to 5-6 mmhg. The nt was removed, and the procedure was ended without a replacement. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of lot-specific similar complaints did not indicate a lot-specific product issue. Based on available information, the reported positioning failure (leaflet capture ¿ clip not implanted) appears to be due to a combination of challenging patient anatomy and procedural conditions. The reported tissue injury and mitral regurgitation (mr) appear to be cascading events of the positioning failure. Additionally, tissue injury and mr are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.